Event description:
Per the clinic, the patient underwent surgery to excise tissue overgrowth around the abutment. An infection was also noted around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remain.